Event description:
It was reported that after a gastrectomy procedure, the patient was operated on again because of active bleeding. The surgeon informed there were problems with the reloads closure. There was not sealing test after to finish the surgery. The patient is in good condition after the second surgery. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Were there problems with reloads in primary operation? If so, what was done to address the problems? What is meant by ¿reload closure¿? What were the patient symptoms? Was the site of the bleeding identified? How soon after the original procedure was the reoperation? What did the staple formation look like during the reoperation? How experienced with the device was the person who fired it? Current patient status?